Manufacturer narrative:
Manufacturer's investigation conclusion: the reported cosmetic damage to the driveline's silastic sleeve was confirmed via the image provided by the account, as well as from the external portion of driveline returned under MFR # 2916596-2021-06276. The patient's driveline had been heavily wrapped in rescue tape on an unspecified date. The patient remains ongoing on (B)(6) and a distal end driveline repair was performed by an abbott technical services representative on 01oct2021 via work order 00121620 (refer to MFR # 2916596-2021-06276 for evaluation). Additional information regarding the event was requested from the account; however, none has been provided at this time. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 17jun2015. The heartmate ii left ventricular assist system instructions for use discusses damage due to wear and fatigue of the driveline and includes driveline care instructions. All heartmate ii left ventricular assist device drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. The heartmate ii left ventricular assist system patient handbook contains information on caring for the driveline. No further information was provided. The manufacturer is closing the file on the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's driveline had been heavily wrapped in rescue tape. The exact event date was not provided by the site.